Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) as per the investigation procedure, creases and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole on stamp side." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "hole on stamp side." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.